Manufacturer narrative:
Device available, return date - additional information date manufacturer received - additional information type of report - additional information follow-up type - additional information device evaluation, device returned - additional information evaluation codes - additional information, device evaluation additional manufacturer narrative - additional information, device evaluation the apollo micro catheter was returned for analysis. The apollo micro catheter was returned with a 1ml onyx syringe attached to the hub. What appears to be onyx residue was found within the apollo hub. No bends or kinks were found with the apollo catheter body. The 1.5cm detachable tip was found to be intact. No onyx residue was found within the apollo distal tip lumen. The entire surface of the apollo catheter body was examined under magnification. The apollo micro catheter body was found to be ruptured at approximately 5.5cm from the distal tip. The rupture appears to have occurred as a result of over-pressurization. An in-house mandrel was inserted into the apollo micro catheter distal tip lumen and became stuck near the distal tip. It is likely the proximal section of the apollo is occluded with the remaining onyx. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. Information regarding injection rate, use of palm of hand pressure, or pauses longer than two minutes was not available; therefore, any contributing factors could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo catheter has not been returned for evaluation; product analysis cannot be performed. The reported event could not be confirmed and an event cause could not be conclusively determined from the provided information. Mdrs related to this event: 2029214-2019-00143, 2029214-2019-00144. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of apollo rupture with onyx. The patient was undergoing embolization treatment of an arteriovenous fistula (avf). The patient¿s vasculature was normal in tortuosity. It was reported that during the procedure, the physician was able to inject the onyx inside the apollo catheter, but it ruptured the distal segment before the detachment zone. It was reportedly very difficult to inject onyx. The apollo catheter reportedly did not have any damage before use. The dead space of the catheter had been filled with dmso. It is not known if the onyx was injected continuously or intermittently. Injection waiting time, injection rate, and injection duration are not available. There were no reports of patient injury.